Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. This device is a single use device and was discarded. The root cause is currently being investigated under CAPA # (B)(4).

Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(6) received on (B)(6) 2010 of peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On an unreported date in (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was admitted to the hospital. On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was treated with vancomycin injection 1.5 grams ip (loading dose) continuing and fortum injection 1 gram ip once a day continuing. On (B)(6) 2010, the patient was discharged from the hospital. The event of peritonitis was resolving. Dianeal therapy was ongoing. Concomitant medications were not reported. Per the reporter, the event was unrelated to baxter pd solutions or equipment. The root cause of the peritonitis was unknown. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported to baxter (B)(4) that the reservoir of a single day infusor device had ruptured during patient use. According to the customer the device was used to deliver desferioxamine to an unidentified patient. During the infusion the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available.